Manufacturer narrative:
Retainer ring = black. Customer returned pump for unexpected power alarms found on 17-oct-2021. Note: coded for pump error 25. Pump passes displacement test, active current test, sleep current test, and self test. No unexpected power loss alarms/alerts/anomalies noted during testing. No pump error 25 noted during testing. Successfully downloaded history files and traces using thus. No pump error 25 listed in downloaded history. The following alarms/alerts were noted on event date in history files: replace battery alert (73) on 10/17/2021 at start time 04:00:00.000. Replace battery now alarm (11) on 10/17/2021 at start time 04:31:01.000. Power loss alarm (6) on 10/17/2021 at start time 04:42:17.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However power management graph shows evidence of esd latch-up on an ic. Problem isolated to the electronics. Charge/battery lasting less than expected due to esd latch-up on an ic. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor.¿the following were noted during visual inspection: stained keypad overlay and pillowing keypad overlay. Pump error 25 not confirmed. Charge/battery lasts less than expected due to esd latch-up on ic. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received power error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.